Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the delivery catheter system (dcs) had not been inserted into the patient at the time the complete heart block occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; product ID l-evolutfx-2329 (lot: 0012192782); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed. During the bav, complete heart block was noted. Subsequently, the valve was implanted in the patient. The patient's condition was monitored for approximately 10 days. During this time, the pulse returned to normal rhythm without a p ermanent pacemaker implant. No additional adverse patient effects were reported.